Event description:
Additional information was received stating that the cause was not determined and support has been offered to the center but the outcome was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 3389, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the beginning of september who had very high impedances on all contacts on the right side of the stn. They were cognitively impaired and had a few falls, although they had a tendency to voluntarily position themselves on the ground which made it difficult to distinguish reals falls. At the time they did an x-ray of the system, which was nad, but they also got clinical benefits so they didn't investigate further. Their implantable neurostimulator (ins) was running out so they had replaced it 3 weeks later. They impedances reduced following the surgery from >12k to >5k monopolar and >10k bipolar. They reduced the stimulation on the right stn from the original 3.7 volts to 2.5 volts and they felt better. He was seen again last week and once connected to the system, although the stimulation seemed to be at the level it had been left and the impedances remained in the order of 5-10k the system produced many alerts that suggested the stimulation was not being delivered due to the impedances. In addition, the ins system said to only last another 1 year and 1 month. The patient was found to be very rigid, worse on the left, and had increased it 0.4 volts in the clinic. They thought it helped the rigidity a bit but the patient disagreed. Additional information was received: it was reported that the impedances were only compromised on channel 2. The issue had started in (B)(6) 2021. The last time they were seen in (B)(6) 2021 there were no issues. They hadn't tried washing out or increasing further.